Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were reproduced while running a loaded set. Air in line alarms were verified through a review of the event history log and found to be caused by a cracked ultrasonic sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line errors during an infusion of piperacillin and tazobactam (dose, rate and volume unknown). The nurse restarted the pump after each air in line to finish the therapy. Once the infusion was completed the pump was swapped out. There was no patient injury or medical intervention associated with this event. No additional information is available.